Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that infusion set tubing was leaking at the site, which cause the patient blood glucose levels was elevated to above 600 mg/dl, therefore patient had received correction injection via mdi. The infusion set was in use for less than 24 hours. The patient first went to ER and was subsequently hospitalized and had ketones which was life threatening and received treatment of IV and fluids of saline and insulin. The infusion set was in use for 2 to 3 days. No further information available.